Manufacturer narrative:
The user reported that she went to the ER because she fell down and bumped her head. The event happened on (B)(6) 2025.the event wasn't related to the eversense system or to her glucose.the event wasn't related to the eversense system or to her glucose.the user received a general medical checkup as treatment at the hospital. The user wasn't prescribed any medication. The user's hcp was aware of the event.

Event description:
Senseonics was made aware of an incident where user reported that she went to the ER because she fell down and bumped her head. The event happened on (B)(6) 2025.the event wasn't related to the eversense system or to her glucose.the event wasn't related to the eversense system or to her glucose.the user received a general medical checkup as treatment at the hospital. The user wasn't prescribed any medication. The user's hcp was aware of the event.